Event description:
It was reported that a user experienced a hypoglycemic episode while using the ilet bionic pancreas, with a documented low blood glucose of 59 mg/dl that lasted approximately 30 minutes and device alerts for low glucose were received. Symptoms included no loss of consciousness, no dizziness, and no other immediate adverse effects were reported. Outcomes included self-treatment with oral carbohydrate (a granola bar), no need for assistance, and no professional medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction or component failure and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.